Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with blood glucose (bg) in the 900s (mg/dl). The customer went into cardiac arrest and was revived by CPR. The customer was also treated with intravenous fluids. Customer alleged pump was not delivering insulin properly which resulted in elevated bg. At the time of the reported event, the contact was unable to perform a pump system check with tandem technical support. Reportedly the customer reverted to manual injections for insulin therapy.